Manufacturer narrative:
The product has been requested back for an investigation. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message with the adc device. The customer indicated experiencing seizure and/or loss of consciousness, but no treatment was reported. There was no report of death or permanent impairment associated with this event.